Event description:
Routine intermittent catheter patient (user) had experienced increasing difficulty with insertion until he was unable to successfully insert. Patient went to the emergency room where a foley was inserted. His doctor prescribed him an antibiotic the same day concluding his urinary tract infection (uti) was causing the difficulty with insertion. During the last follow-up the patient reported he finished all but one day of the antibiotic course. No defect with the catheter or malfunction was reported. The patient reported his doctor said a swollen urethra/prostate due to infection was causing the insertion difficulty. Patient was told the swelling should subside after the infection clears and he can return to his routine intermittent catheterization.